Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:36:41. During night drain cycle 23, the patient's ultrafiltration reading was 1337ml, indicating the home patient (hp) drained 737ml more than their maximum programmed fill volume of 1200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was the total tidal ultra filtration (uf) removal was set too low. Should additional relevant information become available, a supplemental report will be submitted.